Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not work during surgery. The product was replaced and procedure completed. No patient impact.

Manufacturer narrative:
One opened probe complaint sample was returned for evaluation for the report of the probe did not work during surgery. The returned sample was visually inspected and deemed nonconforming. The needle is bent at the stiffener sleeve. The cutter is stuck in port. Functional testing could not be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter not being able to be extracted from the bent needle. The extension pulled out of the coupling. No presence of adhesive on extension when held under ultraviolet lighting. The complaint evaluation cannot confirm the reported issue due to the condition of the returned probe sample. The sample was returned with the needle bent at the stiffener sleeve which prevented the inner cutter from being extracted from the bent needle. The extension pulling out of the coupling is also most likely due to the bent needle. How and when the needle became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe did not working during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).